Event description:
The customer reported approximately 5 mls of blood leaked inside the coulter lh 500 hematology analyzer onto the counter while performing samples. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found crimped waste line tubing at the needle caused by a loose screw at the bottom of the needle holder. The fse tightened the screw and the instrument performed without leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).